Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause for the aortic malposition cannot be determined; however, the fair image intensifier angle and poor coaxial alignment of the valve and delivery system could have caused or contributed to the event. In addition, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for transfemoral delivery in patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted aortic surgical bioprosthetic valve is off-label. Therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during an off-label valve-in-valve for a failed aortic bioprosthetic valve, the sapien valve was not positioned completely on the sewing ring causing moderate/severe pvl leak. A second valve was placed more ventricular and the pvl was reduced to mild to moderate after post dilatation with 1cc more fluid added to the delivery system. Patient was transferred to the unit in stable condition. Additional information revealed the following: the image intensifier angle was described as fair, and the coaxial alignment of the valve and delivery system were also described as poor. The sapien valve was positioned 50/50 across the sewing ring. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost.